Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the ipg had reached elective replacement indicator (eri). The eri indicates that it is premature battery depletion. The device is providing therapy.